Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial had dislodged; it was discovered via x-ray. The lead was removed and replaced during device upgrade procedure. The patient was stable before and after the procedure.